Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error alarm (variable info=3) confirmed in the insulin pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm and pump error alarm. The customer¿s blood glucose was 395 mg/dl. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. The device will be returned for the analysis.